Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was capped and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This lead remains implanted.